Manufacturer narrative:
Correction: the flange shape of the device is incompatible with the referenced third party device. This event could not lead to a death or serious injury as the incompatibility renders the device unusable for the intended purpose. General dissatisfaction of the product does not impact the intended use of the device which would not lead to serious injury or harm to the clinician or patient. This complaint is not MDR reportable.

Event description:
It was reported that syringe 10ml ll w/ndl 21x1 rb came with a mix of product types. This was discovered before use. The following information was provided by the initial reporter: material no: 309642 batch no: 9066747. It was reported that while both items have the identical product number, the flange is different. As a result, one of the syringes does not fit in the biodex shield. Please take a look at the two 10ml bd syringes in the provided photos. The one to the right is 21g and the left is 20g. The 21g is provided in a new packaging and appears to be a new mold. The new mold increases the size of the flanges. This new design prevents these syringes from being utilized for our dose shields. The caps are not able to sit on the base of the shield because of the flanges blocking the threads. I am not sure if this has been brought up prior but I thought it was a worthy mention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10 ml ll w/ndl 21x1 rb came with a mix of product types. This was discovered before use. The following information was provided by the initial reporter: material no: 309642, batch no: 9066747. It was reported that while both items have the identical product number, the flange is different. As a result, one of the syringes does not fit in the biodex shield. Please take a look at the two 10 ml bd syringes in the provided photos. The one to the right is 21 g and the left is 20 g. The 21 g is provided in a new packaging and appears to be a new mold. The new mold increases the size of the flanges. This new design prevents these syringes from being utilized for our dose shields. The caps are not able to sit on the base of the shield because of the flanges blocking the threads. I am not sure if this has been brought up prior but I thought it was a worthy mention.